Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. The unit had a scratched display window, broken reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.